Event description:
It was reported that left ventricular (lv) lead exhibited a gradual increase in the pacing impedance measurement above the normal range. The lv lead remained in service. No adverse patient effects were reported.

Manufacturer narrative:
Voluntary medwatch form received: mw5145417.